Event description:
Reported an infusion pump that changed rates during pt use. Per the biomed, the pump was programmed to delivery medication at 5cc but actually ran at 8cc. The biomedical engineer stated that no pt injury was reported on this pump since the last baxter service event.